Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon wets the ha coating with a pre-mixed [pharmacy] 0.9% saline @ bacitracin [20u/ml]. It was reported that a portion of the ha coating on the stem repelled the solution [solution was not absorbed but beaded off the stem]. It was reported that this is the first time the customer has seen this issue with this product. It was reported that a second stem was opened [different lot #] and was processed with no issue. It was reported that the customer suspected a oil or foreign substance on the stem.

Event description:
It was reported that the surgeon wets the ha coating with a pre-mixed [pharmacy] 0.9% saline @ bacitracin [20u/ml]. It was reported that a portion of the ha coating on the stem repelled the solution [solution was not absorbed but beaded off the stem]. It was reported that this is the first time the customer has seen this issue with this product. It was reported that a second stem was opened [different lot #] and was processed with no issue. It was reported that the customer suspected a oil or foreign substance on the stem.

Manufacturer narrative:
An event regarding foreign matter involving an accolade stem was reported. The event was not confirmed. The returned device was unremarkable. A material analysis concluded that no visual, morphological or chemical indications were found at any location on the hip stem returned that could indicate a foreign material was present on the part. The part had been sent through standard decontamination procedures posterior to the surgery and prior to this analysis. It is not possible to know if some foreign material existed on the part that may have been removed during that decontamination step, but no evidence of any foreign material was found on the part returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined. However, there were no material or manufacturing defects observed.